Event description:
It was reported that a patient was inappropriately shocked due to oversensing noise of their right ventricular (rv) lead. Programming changes were performed to resolve the issue; the device will continue to be monitored. The patient condition was stable.